Event description:
It was reported that the zimmer air dermatome speed was inconsistent and sluggish. It was reported that the device was not in use during a patient procedure when the issue occurred. There was no patient injury, increase in surgical time, or medical intervention required.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/27/1994 and was last repaired on 04/19/2006. Evaluation of the device observed no issues. Prior to repair, the device was outside of calibration at the zero thickness setting on the right and left sides. The motor performed within specifications and the "sluggish" complaint could not be confirmed. The cause of the device being out of calibration was most likely caused by the user not maintaining the device per improper handling and lack of preventative maintenance. The cause of the device speed being inconsistent and sluggish could not be determined as the device ran within specifications. The device was serviced and returned to the customer.